Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6), 2021, the patient underwent an open reduction internal fixation surgery for fracture of proximal humerus. When the surgeon was inserting the locking screw using a driver, the screw head stuck to the driver and did not come off from the driver. Although the patient's bone quality was not strong, when the surgeon tried to remove the driver, the locking screw also came out while stuck to the driver. The locking screw stuck to the driver did not come off by hand, but it finally came off when it was pulled with pliers. The surgery was completed within thirty (30) minutes delay. There was no problem when the driver was used for other screws. No further information is available. This report is for one (1) 4.0mm ti locking screw w/t25 stardrive 26mm f/im nails-ster this is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned lockscr ø4 l26 f/nails tan dblue found no issues with the device. No signs of any damage was observed. No evidence of unable to disassemble is seen in the device a dimensional inspection was performed for the lockscr ø4 l26 f/nails tan dblue and met specifications. A functional test could not be performed as the mating screwdriver in question was not returned for evaluation as part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed for the lockscr ø4 l26 f/nails tan dblue as no issues were observed with the device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: product code: 04.005.416s, lot number: 293p886, manufacturing site: mezzovico , release to warehouse date: 16 aug 2021, expiry date: 01 aug 2031, a manufacturing record evaluation was performed for the sterile finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.